Manufacturer narrative:
On march 22, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 350cc breast implant had two (2) creases/folds on the anterior view. Leak testing was performed, according to mentor procedure, and it identified two areas of missing material. First, one measuring 0.1 cm x 0.1 cm extending to a tear of 0.6 cm. The second one measures 0.1 cm x 0.1 cm extending to a tear of 0.4 cm. Microscopic examination was performed on the edges of the tears and the missing material, and no parallel striations were found in an area of the tear and the missing material. Based on the information currently available, a visual evaluation of the missing material indicates that the implant could have been damaged by an instrument. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Event description:
It was reported that a female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on the right breast and suffered right breast capsular contracture (baker grade iii), post-operatively. As a result, the patient underwent unilateral breast implant removal and replacement surgery on (B)(6) 2022. The replacement device was a 350cc mentor memorygel breast implant (catalog: 3503504bc lot: 9775178 sn: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 20, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.